Event description:
It was reported that this pacemaker had exhibited possible infection due to swelling in the pocket. The technical services (ts) advised the patient to see a physician. There were no additional adverse patient effects reported. This pacemaker remains in service

Event description:
It was reported that the patient with this pacemaker had exhibited possible infection due to swelling in the pocket. The technical services (ts) advised the patient to see a physician. All available information indicates that as of this time, this pacemaker with the right ventricular (rv) lead and right atrial (ra) lead remains in service. No additional adverse patient effects were reported. Additional information was obtained, the device was explanted and replaced.